Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044 section a - patient data: patient height 128.4 cm d6 & 7: implant and explant date associated medwatches: 3004721439-2019-00091 . Manufacturing site evaluation: visual inspection - no significant deformations or damage of the valve and the reservoir were detected during the visual examination. Permeability test- a test has shown that both the shunt assistant valve and catheter ar permeable. Adjustment test- this is a fixed pressure valve. An adjust test is not applicable. Braking force/function test- this is a fixed pressure valve. A braking force and brake function test is not applicable. Computer controlled test - the test is performed with miethke computer-controlled tested apparatus to measure opening pressure. The valve was tested by simulating a cerebrospinal fluid (csf) flow. The valve is tested in a vertical position. The results show that the valve operates within the accepted tolerance. Results - after the above tests, we have dismantled the valve. Inside the valve we have found build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of over-drainage of the valve at the time of the examination. The valve operates within the specified tolerances. However, it is possible that the deposits observed inside the valve, even though minimal in nature, could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy with shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. D6: implant date unknown. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav valve with shunt assistant was over-draining. A patient underwent a shunt implantation procedure in (B)(6) 2018. Due to an excessive amount of cerebrospinal fluid (csf) drainage, the valve was adjusted step-by-step up to 20cm h2o. Although it had been adjusted to the maximum opening pressure, the drainage volume did not decrease; the pressure had been confirmed via diagnostic tools. The valve and shunt assistant were replaced on (B)(6) 2019 due to this malfunction. Patient data was not provided. Further details have been requested. This report refers to the shunt assistant. Associated medwatches: 3004721439-2019-00091.